Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing was leaking at the upper fitment during an infusion of normal saline.

Event description:
The customer reported that during an infusion of normal saline there was a puddle of fluid below the IV pole when the patient was up to use the restroom. The user noticed that there was a drip coming from the bottom of the cartridge door and when the door was opened , there was moisture in the cartridge and a leak was noticed at the upper fitment. The tubing was in use for 45 min. There was no report of patient harm.